Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the battery compartment was found to be cracked along the side. Moisture ingress was observed in the battery compartment. A leak test failed due to the crack in the battery compartment. The pump was opened to further investigate and no further evidence of moisture was found. The battery cap was unavailable; a test battery cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).